Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate episodes of right ventricular (rv) noise and a subsequent signal artifact monitoring (sam) event. It was discussed that the rv noise could be the result of minute ventilation (mv) over-sensing. Additionally, the rv lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). It was recommended to perform lead troubleshooting at the next in-clinic follow-up appointment. At this time, the system remains implanted and in-service. No adverse patient effects were reported.